Event description:
It was reported that the patient presented post-implant procedure for follow up. Upon device interrogation, loss of capture was observed due to rising capture thresholds. It was suspected that helix fixation may had been inadequate during implant. The device was explanted and replaced. The patient was stable.